Manufacturer narrative:
The zimmer dental item, lot number was not provided or known. Implanted date is unknown device will not be returned for evaluation, remains implanted. The 510k unknown. Device will not be returned for evaluation, remains implanted.

Event description:
The zimmer biomet sales representative reported that the doctor made several attempts to seat the abutment but abutment would not seat due to damaged threads on implant (tooth site#19). The treatment plan is for patient to return to rethread implant. There was no reported injury or impact to the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.